Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested for energy delivery on an in-house system. Energy was delivered during multiple attempts without any issues and the electrical continuity test passed. There was no problem detected. Additional observation(s) not reported by site: prior to testing, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument could not be energized. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.